Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported ¿there is black contaminants on the surface of the dressing.¿ the product was not used on or by a patient. A photograph depicting the reported complaint issue was provided by the complainant.

Manufacturer narrative:
A batch record review has been completed with no discrepancies found. Preventive maintenance (pm) logs have been checked and all pm's were completed with no issues found. Aquacel ag 5x5cm was manufactured under manufacturing lot number 7l03275. Lot # 7l03275 was sterilized and released on review of results. All the results were within specification and the products were released. The production process, in process testing and packaging of products was run in accordance with process instructions for machine doyen 3. Visual inspections were performed in accordance with testing methods and was completed at the beginning of the order and every hour following until the order was completed. No nonconformity was raised during the manufacturing process of lot 7l03275. This is the first complaint raised for the affected lot in trackwise 8.7. A photograph has been received for this complaint and has been evaluated in accordance with work instructions. The photograph confirms the complaint issue as the black marks can be seen on the dressing. The dressing sample is not being returned therefore it cannot be determined what the contamination is. Operators have been made aware of the complaint issue. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.

Event description:
To date no additional patient or event details has been received.